Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (power turned off) was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device would turn off automatically. The issue persisted after changing the power outlet. The reported issue occurred twice before an unspecified therapeutic procedure. An olympus representative was on-site at the time of the event, and the reported issue was not reproduced upon plugging/ unplugging the power cord from the connecting port. The intended procedure was successfully completed using the same device. There was no delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation,the reported issue could not be reproduced. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.